Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional investigation on the returned device was conducted: the device was reassembled, but normal function was not restored due to the support sheath having separated from the basket sheath. The cause for the basket assembly disconnecting from the handle and sheath separation could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to use, while testing the function of an ncircle tipless stone extractor, for a transurethral lithotripsy (tul) of the kidney, the user found that the basket would not close. The device was tested in an uncoiled position as well as inspected for damage prior to use; there was no damaged noted to the device. The procedure was completed with an unspecified device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control procedures. One ncircle tipless stone extractor was returned in a labeled open package. The device was returned with the basket in the open position. There was no significant damage to the device. When the handle was actuated, the basket would not close. The handle was able to be functioned, but the basket was overextended out of the distal end of the basket sheath. The handle and basket assembly were not connected. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other related complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) does not provide any information related to the reported issue. The returned device was found to have a basket that was open and could not be closed when the handle was functioned. Testing of the complaint device found the basket assembly was not connected to the handle, preventing proper functioning. All devices are tested for proper functioning multiple times during manufacturing and quality control checks. The cause for the basket assembly disconnecting from the handle could not be determined. Per the quality engineering risk assessment, no further action is required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, prior to use, while testing the function of an ncircle tipless stone extractor, for a transurethral lithotripsy (tul) of the kidney, the user found that the basket would not close. The device was tested in an uncoiled position as well as inspected for damage prior to use; there was no damaged noted to the device. The procedure was completed with an unspecified device. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 ¿ PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.